Event description:
It was reported that during the lap cholecystectomy procedure, the device would not close the clips. They got a new one to complete the procedure. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Evaluation summary: the analysis result for the el5ml instrument found that it was returned with the jaws broken at bifurcation, empty and locked out. However, the orange indicator was noted to be beyond of its intended position. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty; however, it is known from the history that the jaws condition would have caused ejected clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.